Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record. The system found to meet all cosmetic and performance standards per the service test procedure (stp). There was no information that has been received by the customer in response to the reported event about additional servicing; therefore, it cannot be determined if the customer's nonconformance was resolved. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system displayed system messages. The surgeon attempted to start surgery after adjusting the sleeve, the test chamber, and repeating the priming, and tested the pedal. The pedal was connected to the cable and was visible on the screen but still did not allow any action. The vacuum and suction cursors were rising, but the values remained at zero. The system was turned off and on again, the cassette was changed, priming was repeated, and the surgery was started. In the middle of the surgery, the system exhibited the same issue. The surgery was completed after replacing the system. Procedure details and patient impact were not reported.